Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the navigation ring did not work. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
H10: on 08mar2024, the bench service engineer (bse) replaced the front bezel with navigation ring. Following the part replacement, the bse completed a performance verification test, and the device passed all the testing required to return the device to working condition. The system was restored to factory settings and returned to the customer ready for use.